Manufacturer narrative:
Based on the results of the investigation, the root cause of the reportable malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, a burn was found on the plastic distal end cover of the gastrointestinal videoscope. There was no patient involved.